Event description:
A (B)(6) female pt contacted zoll customer support to report that the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon eval, the response button covers and metallic domes were missing from both response buttons. The cause for the inability to activate the device is the missing metallic domes. The root cause for the damaged response buttons cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response buttons. The pt received a replacement monitor.